Event description:
In 2006 I had cataract surgery on my left eye and a restor multifocal intraocular lens mfg by alcon laboratories, inc. Implanted in the eye. Seven days later, I had surgery on the right eye and a restor lens implanted in that eye. Since the lenses were implanted, I have had serious problems with my vision which has resulted in my vision being worse than it was before the surgery, even with cataracts. My vision problems include a "milkiness" of vision, which can also be described as a waxiness or pastiness of vision. People and other objects, particularly in well-lighted situations, look waxy or pasty and without well-defined edges and contrasts. These people and objects also have an aura or outline around them in the same color as the object - white hat, white outline; yellow shirt, yellow outline, etc. - which contributes to my vision's general waxiness and lack of definition. To make my vision even worse, I have huge floaters in both eyes which I see constantly, and a flickering of the lens in my left eye. It's as if light is leaking in around the lens or the lens is moving. In addition, the restor lenses have left me with both poor intermediate and near vision. Even with glasses, my near vision is only 20/25. Before my cataracts began to interfere with my vision, such vision was corrected by glasses to 20/20. I have thus far needed five eyeglass prescriptions since the restor lenses were implanted in my eyes, and I am still having difficulties with my near and intermediate vision, in addition to the other vision problems described in the previous paragraph. I was never informed, prior to my surgery, that the implantation of the restor lenses in my eyes could result in waxy and milky vision, auras, huge floaters, and flickering. I was also never informed that, after they were implanted, I would need at least three pair of glasses - trifocals, reading glasses, and computer glasses - when, prior to the surgery, I had needed only one, and that, even with multiple glasses, my near and intermediate vision problems might not be corrected at all. I have become increasingly debilitated by these problems and have become extremely stressful, anxious, and depressed in dealing with them. I am angry and frustrated that a medical device that I trusted and relied upon because it was approved by this agency and that was supposed to improve my vision has, instead, made my vision worse. I am faced with the terrible choice of doing nothing and living with vision problems caused by a medical device this agency has approved and allowed to be implant in people's eyes, or undergo a further, risky surgical procedure to explant the lenses, which carries the risk of making my vision even worse, including a risk of blindness.